Manufacturer narrative:
The innercool stx surface system (sn (B)(4)) was received with no physical damage. During functional testing, it was observed that the circulation wheel indicator was not spinning, confirming the customer reported event. The root cause for the observed issue is due to a stuck plunger at the flow switch. As part of routine service, the device was examined and found no other issue. Console flow switch and preventive maintenance procedures were performed and the device was further tested and passed all testing specifications without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the innercool stx surface system with serial number (B)(4).

Manufacturer narrative:
Zoll has received the innercool stx console for evaluation. A supplemental report will be filed investigation has been completed.

Event description:
As reported, the biomed stated that the innercool stx (sn (B)(4)) was not working. The reporter noted that a slow meter was placed inline with the pad and confirmed that the circulation indicator was not spinning. The issue occurred during routine check. No patient was involved with this event.